Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl 22x1 rb had an improper seal. The following information was provided by the initial reporter: it was reported that several syringes that have not had an adequate seal. Verbatim: we have had several syringes that have not had an adequate seal. This has caused issues drawing patient doses, as well as administering patient doses. One of our end users reported that the dose leaked out of the syringe due to improper seal.